Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that during an attempted rescue, they powered on their AED and the unit immediately shut down. The responder assessed the patient and determined that the individual presented with a heart rhythm outside the device's indications for use (unconscious, unresponsive, not breathing or not breathing normally). Based on this assessment, no shock therapy would likely have been clinically indicated, and the AED would not have recommended or delivered a shock. The customer confirmed that no second AED was available. No additional details regarding the rescue attempt, patient management, or hospital outcome were provided.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.